Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
As it was reported by medical affairs via email: pt called for medical info and reported adverse events. He underwent cardiac catheterization and had a cypher stent implanted into the left anterior descending coronary artery in 2008. In 2005- he reports having a, "positive stress test requiring repeat cardiac craterization which revealed in stent restenosis and more blockage." Physician is aware of these events and no treatment was reported. The pt is currently obtaining multiple opinions before deciding on any revascularization interventions.